Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer reported the usb port felt loose. The customer¿s blood glucose was 100 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.